Event description:
Event: fem-fem bypass post-implant. Case details: it was reported that occlusion of the left graft limb required a fem-fem bypass approximately 2 months after implant. It was reported that the limb was sufficiently opened as a result of the procedure.